Manufacturer narrative:
Analysis of the returned device revealed no anomalies. The ipg was paired with a known working remote control and neither the eri or eos message appeared. Additionally, analysis of the data log revealed that neither the eri or eos was triggered because the battery voltage was still at 2.95 volts, which is above the eri/eos voltage threshold.

Event description:
It was reported that the deep brain stimulation (dbs) patient received the end of life (eol) message on the primary cell implantable pulse generator (ipg) after approximately eight months of use. As a result, the patient experienced a loss of therapy and a return of their bradykinesia and rigidity. The patient underwent a revision procedure wherein the ipg was replaced. The patient did well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient received the end of life (eol) message on the primary cell implantable pulse generator (ipg) after approximately eight months of use. As a result, the patient experienced a loss of therapy and a return of their bradykinesia and rigidity. The patient underwent a revision procedure wherein the ipg was replaced. The patient did well postoperatively.